Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro and the patient experienced complete heart block that required permanent pacemaker insertion and prolonged hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or ultrasound imaging), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 7-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro and the patient experienced complete heart block that required permanent pacemaker insertion and prolonged hospitalization. It was initially reported that the soundstar crystal had a 6150 magnetic sensor error for the catheter. The doctor did not want to replace catheter. The customer's reported magnetic issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Then they reported they ablated with trupulse generator with no issue. They then were ablating with the qdot micro catheter, the patient first had wenckebach av block then complete heart block. They paced the patient with a temporary pacemaker and the decision to use a permanent pacemaker will be made later. Patient was reported to be stable. The patient was sent to the intensive care unit (ICU). The patient received a permanent device implant within 3-5 days. The patient required extended hospitalization. The physician's opinion of the cause was that the av node had a rare and unanticipated left-sided insertion that was damaged during radiofrequency (rf) ablation. The varipulse/pulse field ablation (pfa) was used before the heart block occurred; the physician believes the rf application alone was responsible for the resulting heart block.